Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed that the lv lead was dislodged. During device replacement due to normal eri, the device was replaced with a dual-chamber device and so the lv lead was capped and not replaced. The patient's condition was stable and there were no adverse consequences.